Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. On 12/12/2016 the fse found alignment off for hybrid arm cup pick up to main incubator for in and out position. The fse aligned the cup pick up for in and out position of incubator. The fse checked and tightened belts to rotor and incubator sensor. The fse cleaned and lubricated heater plate for main incubator. The fse ran the cup transfer macro 5 times. The most probable cause of the reported event was cup pick up alignment to incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported 4161 x-axis cup transfer z-axis home detection failure with their aia-2000 analyzer. Customer reported that they opened up the hood and did not see any obstructions, waste line clear. Unable to do an "all set home", error persists. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.